Event description:
Cryoablation procedure performed (B)(6) 2012. Since procedure, patient has had a persistent cough and hemoptysis. Patient does not have a phrenic nerve palsy and CT shows no pulmonary vein stenosis or any other findings.

Manufacturer narrative:
The device was not returned for investigation. Neither bin files nor failure files show any system notice for the date of event. Bin files show that at least (B)(4) injections were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.